Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: there was no visible signs of moisture. The pump passed the leak test; no leaks were found. The pump was opened and there was no moisture or further defects found. Unrelated to the complaint, the battery compartment was found to be cracked from case seal to grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This

Event description:
On (B)(6) 2014, the distributer contacted animas and reported moisture ingress inside the display. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.